Manufacturer narrative:
Event date is estimated. The allegation is against two of three leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: penta lead, model: 3228, UDI: (B)(4), serial: n/a, batch: 4033887. A case of system explanted due to ineffective stimulation was reported to abbott. The patient had their scs system explant on (B)(6) 2023. No complications during procedure. No product returning due to facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-00553. It was reported the patient experienced inadequate stimulation with their scs systems. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both scs systems were explanted.